Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the 840 ventilator reported issue with the customer over the telephone. The user facility was advised to perform ground isolation, replace the graphic user interface (gui) cable, and run an extended self-test. No additional information was provided to the manufacturer. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator was displaying error codes indicating loss of graphic user interface (gui) communication, and was shutting down. There was no patient involvement.